Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that during advancement of the guide wire, it interacted with the patient¿s mildly calcified and 75% stenosed lesion, resulting in the failure to advance. Additionally, the tip reportedly broke during use. It is likely that manipulation of the wire, when resistance was encountered, contributed to the break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification, no tortuosity and 75% stenosis. The turntrac flex guide wire was attempted to be crossed for side branch protection; however, the wire failed to reach the lesion due to the anatomy and the wire tip broke. There was no significant force applied. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.